Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-19. H.6. Investigation summary one injector connected to a protector and vial was returned to our quality team for investigation. Upon visual inspection of the product, no damage or defects were observed on the injector. A device history review was performed for lot 1907113, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified on the injectors or injector luer. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, no leakage occurred, and all luer dimensions were verified to be within specification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j was broken and leaked. This was discovered during use. The following information was provided by the initial reporter: connected the vial of amrubicin with assembly fixture. Filled the syringe with n35j and connected to p50j. Luer locks of n35j and the syringe were broken and drug leaked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j was broken and leaked. This was discovered during use. The following information was provided by the initial reporter: connected the vial of amrubicin with assembly fixture. Filled the syringe with n35j and connected to p50j. Luer locks of n35j and the syringe were broken and drug leaked.